Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen. Reportedly, the customer was unable to observe what screen the pump was frozen on as the screen was dull. The customer was able to clear the screen during troubleshooting with tandem technical support. The customer's blood glucose was 148 mg/dl.